Event description:
It was reported the customer received a rash due to insulin leaking customer believe leak is coming from the tubing. Customer's blood glucose level was impacted.

Manufacturer narrative:
The device has not yet been received for eval. Should add'l info be received, a supplemental form will be completed.